Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead (2); therapy date: unknown.

Event description:
Related manufacturer report numbers: 3006705815-2019-01614 and 3006705815-2019-01615. It was reported that patient underwent surgical intervention wherein the scs system was explanted to try alternate pain management.